Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that to resolve the issue, the filter was replaced, and the tubing was connected. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low tidal volume message. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low tidal volume message. It was reported that the tubing connection was "normal". The rse noted that the device would need to be checked onsite.